Event description:
A medtronic representative reported that the surgeon felt the stealth s7 was inaccurate by about 2mm during a navigus biopsy case after the surgeon made the burr hole, but before she had cut through the dura. A 3.0 registration was obtained through point merge registration and accuracy was verified by touching points on the naseon, left/right ear canals, and midline (posterior and superior). The surgeon said she felt inaccurate because the blue area she could see beneath the dura was the sinus and that the probe showed her superior to that sinus on the stealth. Due to the vasculature of the area, she perforated another area lateral to the original burr hole and made a new entry point. Using the original registration, she verified accuracy by running the probe on a "notch" in the skull. The surgeon agreed that the s7 tracked accurately on this. She proceeded with the usual protocol on the navigus biopsy and took 3 specimens, which yielded a diagnosis. The surgeon said the patient was not adversely affected by the incident.

Manufacturer narrative:
Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Analysis of patient exam registration data archived off the system it was found that there a distortion of the left ear occurred, possibly due to a towel pressing against the skin, while the exam was being taken. This could lead to the fiducial marker being slightly dislocated from where it was during patient registration. No further issues reported.

Manufacturer narrative:
Due to character limitations the complete patient identifier is (B)(6). A medtronic rep visiting the site for more information reported that the scan was taken day of surgery. The patient was in prone position. After registering with point merge, the doctor felt accurate on various points on the bony anatomy of the back of the skull. When she opened up the burr hole through the skull base, she got to the dura. She noticed some blue below the dura and felt she was above the sinus and was 2mm inaccurate. She consulted another doctor. He also thought this was a sinus. They moved the burr hole over 2 cm (direction unknown) and felt completely accurate. The visiting rep said that the tumor was pretty deep into the skull, and the biopsy came back with conclusive evidence and the doctor was happy. The system archives have not been received by the manufacturer for further evaluation.